Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the belt failed incoming functional testing. The cause for the test failure was isolated to corrosion found on pins 4 and 5 of the u1 component on ECG 'c'. The root cause for the corrosion could not be positively identified but was likely the result of ingress of an unk liquid. No adverse event resulted from the defective belt. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed a current test. The last pt to use this electrode belt did not report any deficiencies.